Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Only event year known: 2016. Photo was provided for review by ethicon medical safety officer. Following are their observations: I reviewed a picture of a screen showing a spot film image from an ugi exam. This single image showed a linx device in the epigastric area. There were not enough images to determine the integrity of the device. Based on medical safety officer's review, the photo review is inconclusive. No further investigation can be completed at this point. The DHR for lot 11065 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is there a way that we could obtain the official radiology report? What was the exact date of implant? What symptoms (if any other than heartburn and reflux) lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? May we please have more photos of the implanted device, if possible. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis?

Event description:
It was reported that there was a possible linx discontinuous device. A patient complaining of heartburn and reflux beginning in (B)(6) 2020. Implanted by doctor in (B)(6) in 2016.

Manufacturer narrative:
(B)(4). Date sent: 03/01/20212021. Additional information received: demeester scores of 37,29.3,38.3,31.4. Path showed reflux changes. Implant date was (B)(6)2016. Additional information from radiology report: findings: peristalsis: normal: stricture: none. Hiatal hernia/reflux: intermittent ge reflux to the superior thoracic esophagus. Linx device noted. There appears to be more separation of the metallic beads on the right than expected. This is seen in multiple projections. Esophageal mucosa: normal. Stomach/duodenum: normal. Impression: ge reflux as described. Linx device with separation of the beads as described concerning for device discontinuity. Additional information was requested, and the following was obtained: what symptoms (if any other than heartburn and reflux) lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? May we please have more photos of the implanted device, if possible. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Answer: I have reached out to the surgeon (2/4/2021) with the outstanding questions. No reply yet. No new information regarding the plan for the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2021. Lot device history review: the mechanism of failure is unknown; however, based on the reported lot number (11065), the device is within the 2018 linx recall product bounding.